Event description:
The initial reporter received questionable ck creatine kinase results for one patient tested on a cobas 6000 c (501) module. The patient's initial creatinine kinase result was reported outside the laboratory. The patient had a new sample collected and the creatinine kinase results from the initial sample and the new sample did not match. The customer performed repeat testing with both samples. The patient's initial creatinine kinase result with the original sample was 48 u/l. The patient's initial creatinine kinase result with a new sample collected was 511 u/l with a data flag. The patient's repeat creatinine kinase result with the new sample on "decreased mode" was 52151 u/l with a data flag. The patient's repeat creatinine kinase result with the new sample with no dilution was -166 u/l with a data flag. The patient's repeat creatinine kinase result with the new sample diluted 1:50 was 56448 u/l. The patient's repeat creatinine kinase result with the initial sample diluted 1:50 was 65791 u/l. The creatinine kinase reagent lot number was 596209 with an expiration date 30-sep-2022.

Manufacturer narrative:
For dilution testing, product labeling states, "determine samples having higher activities via the rerun function. Dilution of samples via the rerun function is a 1:11 dilution. Results from samples diluted by the rerun function are automatically multiplied by a factor of 11." The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results were within the acceptable range. The investigation reviewed the alarm trace and found abnormal probe sucking alarms. The customer performed a visual inspection of the samples and no fibrin, clots, or foam were visible. Product labeling states, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. Updated medwatch field: b7 - other relevant history